Event description:
It was reported tuftex over-the-wire embolectomy catheter balloon ruptured during pre-testing. The operation was successfully completed using the alternative device.

Manufacturer narrative:
The device was received for evaluation. The reported issue was confirmed. There was a slight bend in the tip of the catheter. A hole was observed in the catheter lumen and protruded into the balloon and led to the ruptured area in the balloon. It is likely that during the final assembly of the product the stylet used to hold the device in the package was improperly inserted into the tip of the catheter and caused the damage. This is due to operator error that was missed during final inspection. The lot number was not provided for the device. Therefore, the lot history record could not be reviewed.